Event description:
Following a cardiac catheterization on a pt with a history of renal insufficiency and cardiovascular disease, the 6f sts angio-seal device was deployed. Prior to the procedure, the pt was administered IV nitroglycerin and integrilin. Post procedure the pt experienced internal bleeding and complained of feeling "about to lose consciousness". The pt was transferred to the cardiac unit where blood pressure was reported to be 65/45. Dopamine was administered to maintain the pt's blood pressure. Both the IV nitroglycerin and intergrilin were discontinued. The pt was transferred to the or where six units of packed red blood cells were administered. Surgery was performed for exploration of the right femoral artery. A laceration of the right iliac artery was repaired and a retroperitoneal hemorrhage was drained. Post procedure the pt was given plavix and lasix therapy. Post operation, the pt remained on a ventilator. Acute renal failure developed and the pt subsequently expired. The medical dir at the hosp stated that this was not device related.